Manufacturer narrative:
B5: the patient still reports halos and it was probably due to the central hole. Claim # (B)(4).

Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The patient reported had an evo visian icl implantable collamer lens implanted in her right eye (od) in (B)(6) 2021 to correct myopia. Since then, the patient had experienced multiple bright concentric circles around the focus point when light is shining. The patient is not able to drive or perform her work on the pc. The lens remained implanted. Additional information has been requested but none has been forthcoming.